Event description:
Per email, it was reported that: they have 2 guidewires that came from the rad/angio team ? The tips on these are cracked ? Hard to tell from the photos but customer attempted to circle were the issue is( m001491181 ) x 2(wire,emrld,3mm,j,35x150).

Manufacturer narrative:
The guidewire returned by boston scientific was not a lake region medical manufactured product. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the information provided by the supporting documentation, "improper handling in packaging", "excessive force used" and/or "improper handling by physician" appear to have impacted on the event as reported.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. We are awaiting additional information and the return of the device for evaluation to complete our investigation.

Event description:
Per email, it was reported that: they have 2 guidewires that came from the rad/angio team ? The tips on these are cracked ? Hard to tell from the photos but customer attempted to circle were the issue is ( m001491181 ) x 2 (wire,emrld,3mm,j,35x150).